Manufacturer narrative:
Per (B)(4) initial report: additional information including: which of the revised devices was loose? Did the patient present with any symptoms like pain, change in gait or was this identified during a routine check up pre-revision and post primary x-rays operative notes (primary and revision) patient activity level, weight and medical history did the patient follow the correct post-op protocol? Did the patient experience any slips / falls or other trauma post primary surgery? Were there any fixation concerns during the primary surgery? An update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experience with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision (ops used in primary) of the ecima liner and biolox delta ceramic head after approximately 4 months due to loosening.